Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure.